Event description:
Event description guidant received information that this pacemaker, which is included within a subset of devices affected by a recent physician notification, was pacing at the maximum sensor rate only when the accelerometer feature was programmed on. Minute ventilation was not programmed on. No patient symptoms reported. The pacemaker was explanted, replaced and returned to guidant.